Event description:
It was reported that the subject device had an interference on picture. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "interference on picture" was confirmed. Based on the results of the investigation, and since interference on picture was confirmed due to a faulty charge coupled device during evaluation, the most probable cause of the complaint is traced component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an interference on picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.